Manufacturer narrative:
D10: concomitants: 5897486 02-010-03-0220 - logic cr femoral cem, left sz 2. 2432888 02-012-42-2008 - logic pts, size 2, 8mm. 5945482 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t. 6293128 200-05-29 - inset patella 29mm.

Event description:
It was reported that a 63 yo female patient, initial left knee implanted in (B)(6) 2020, underwent a revision procedure in (B)(6) 2024, approximately 4 years 5 months post the initial procedure. The patient presented to the surgeon with complaints of paint, instability, and dissatisfaction. They were scheduled for a knee revision vs poly swap and the patient was revised to a truliant tib imp crc insert sz 2, 11mm sn: (B)(6). There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. An x-ray image was provided. The explanted device is not available for analysis as it was discarded by the hospital. Device images were provided. No further information.